Event description:
Target was informed that the physician used the spinnaker catheter as an over the wire catheter with a mizzen soft guidewire. During contrast injection he noticed a tear at 1 cm from the distal tip, but decided to use it anyway, because the tear was very close to the catheter's distal end. There were no complications to the patient as a result of this event.